Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left and right common femoral arteries were attempted with four prostyle devices (2 on the left, 2 on the right) using the pre-close technique via 6f sheath holes prior to an interventional left iliac occlusion procedure. Reportedly, on the left side, a cuff miss occurred with both devices, as the suture was not present when the plunger was removed. A starclose was used to achieve hemostasis and access was then attempted on the right common femoral artery. With the first device deployed on the right side, a cuff miss [suture retrieval issue] occurred. A new prostyle was deployed, however, the lever would not close in step 4. An angiogram showed that a guide break occurred and the footplate was not fully closed. The entire device was simply withdrawn as one piece from the patient anatomy without incurring any vessel damage. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 11f and the left iliac occlusion procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The posterior foot was separated and was not returned. Reportedly, no foot separation was noted upon removal and multiple people were handling the device, therefore the foot separation most likely occurred after the procedure. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following additional information was received: during device evaluation of cn (B)(4) on 08/14/2023, a foot separation was found and the separated portion was not returned. The location of the detached foot is unknown. Follow up with the account confirmed that there was no foot separation noted upon removal. As multiple people handled the device, the foot separation most likely occurred after the procedure. No additional information was provided.